Manufacturer narrative:
(B)(4): final analysis of neurostimulator model 7426 (lot # nfw148035h) showed no significant anomalies; the ipg was functionally ok. The ins (implantable neuro stimulator) output was tested at the distal end of a known good lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. There were no issues when pressing on the ins can. There was a breached cut in setscrew grommet # 0 and 1; cosmetic cut in setscrew grommets # 0 and 1; # 0, 1 and 3 setscrew grommets were loose; and all setscrews were backed out too far.

Event description:
It was initially reported that the device was explanted due to normal battery depletion. In later reporting it was noted that the pt was experiencing increasing tremor bilateral upper extremities. The left ipg was replaced with good control of the pt's right hand postural and action tremor. The cause of the event was attributed to the ipg. The pt outcome was no injury.